Manufacturer narrative:
The event product was returned to applied medical for. Upon inspection, engineering noted that the deployment mechanism was deformed at the pawl tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports will retract away from the tissue bag and the tissue bag will fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Name of procedure being performed: laparoscopic appendectom. Detailed description of event: I personally was not in the case, but after talking to the surgeon, he explained that during the extraction of the appendix, he inserted the cd003 shaft through the trocar and pushed the handle all the way through to deploy the bag in order to place the specimen inside. This is when he said it "broke". Dr [name] said that after he pushed the handle, the system was destroyed and he was not able to insert the appendix; he then had to remove the appendix without a bag. I in-serviced the bag deployment again to him after the incident, but he said he is aware of it and he believes it was a defect in the bag itself. Because I attended several surgeries with dr [name], I believe that this incident is not due to a defect in the product. This is because I have been in a cases with him when he "misused" the bag; he has pushed the handle all the way through (deployment) then pushed it back a bit (before placing the specimen in) then pushed it all the way through again. This has affected the specimen extraction process. I am not sure if this was the case in this surgery specifically, as I was not present there. Patient status: no patient injury or illness did occur associated with the complaint event. Type of intervention: he then had to remove the appendix without a bag.